Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 3 devices had worn components, 14 devices had broken/damaged components, 2 devices had alignment issues, 3 devices had bent components, 2 devices had detached/disconnected components, 2 devices had dirt/debris, 2 devices had missing components, and 1 device had loose components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction event(s), where it was reported the cot was difficult to load or unload from the ambulance. There was no patient involvement.